Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use during drain 1 of 4. The home patient (hp) became disconnected from patient line. The baxter technical service representative (tsr) had the hp cycle power. The tsr advised hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Product surveillance contacted caregiver (cg) on (B)(4) 2012 regarding the system error alarm. The cg reported that the issue was resolved, but he did not know the cause of the separation. The cg said that the home patient had reconnected the line and then called baxter. Per cg, there were no loose connections or defects on the supplies. The cg stated that he discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.